Manufacturer narrative:
The root cause of this event was that clinician used the device beyond usage description on labeling and intended use. No further actions necessary at this time. A supplemental will be forwarded if further info become available. This event was previously reported MFR report #: 8010762-2014-00278. Eval of the returned device determined this is datascope product and not maquet cardiopulmonary. (B)(4).

Event description:
A (B)(6) year old male was placed on ecls support on (B)(6) 2014. Methylene blue was utilized for "vasoplegia" syndrome in an attempt to improve blood pressure and central hemodynamics. It was noted 48 hrs use of methylene blue that the water bath had "blue tinge" color. The venous blood color was noted to be much darker with some "blue" discoloration noted on the tubing of the venous line. Pt is now on day three of support and methylene blue is not being utilized after initial use on day one. It is afebrile and is favorably responding to ecls support. The pt separated from support successfully on day 5. It was explanted to the clinician that methylene blue is contraindicated with the quadroxid and this is noted in the IFU for quadroxid, page # 7. Explanation given to customer that methylene blue (mb) can cross the polyurethane heat exchanger and enter into the water bath of the heat exchange device. Once in the water of the heat exchanger, mb changes molecular configuration and will not go back across the polyurethane heat exchanger back into the blood stream. This occurs at a molecular and bacteriostatic level. This can alter the blood plasma level/ concentration of the mb for the pt.